Event description:
Medtronic received information that at an unspecified time, this act plus instrument was reading low and was due for preventative ma intenance.use of the instrument was unknown. There was no patient impact reported with this event.

Manufacturer narrative:
Device evaluation summary: the reported reading low issue was not verified during service. The service technician found the temperature and lift bar height out of tolerance. The service technician checked error log and no fatal error was found. The issue was resolved by adjusting the temperature and lift bar and carried out electrical safety test. The service technician performed performance verification check as per manufacturer specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information b5: medtronic received additional information from the customer stating that servicing is performed annually on this instrument by a medtronic representative. Conclusion: after investigation the complaint is not confirmed for the act plus instrument¿s reading was low and the instrument was due for preventative maintenance. The issue was not verified during service; however, the service technician found the temperature and lift bar height were out of tolerance. The service technician adjusted the temperature and lift bar. The service technician checked the error log, and no fatal error was found. The service technician performed a performance verification check as per manufacturer specifications. The check was completed, and the instrument passed. The service technician carried out an electrical safety test and the instrument passed. Trends for issues with this product are reviewed at quarterly quality meetings. Correction a1 patient identifier: the none has been removed from this field. Correction b5: there were no adverse patient effects reported with this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.